Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument misfired. The surgeon applied another instrument to complete the procedure. The hosp has reported no patient injury occurred.